Event description:
The recipient is reportedly experiencing intermittent lock. The recipient presented with loss of sound. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient ceased device use. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device. The recipient¿s device will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.